Event description:
It was reported that at the 7-year follow-up, approximately 7 years and 2 following the implant of the bioprosthetic transcatheter valve implant, a transthoracic echocardiogram (tte) identified valve degeneration. Moderate stenosis was noted. No treatment reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b1. B2. B5. D3. D4. H1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that approximately seven years, two months following the valve implant, the patient was hospitalized with cardiac decompensation which was controlled with medication. Stress cardiomyopathy was confirmed and was reported to be resolved 16 days after the onset. Persistence of the moderate stenosis was also noted. Approximately two weeks later, global cardiac decompensation with increasing dyspnea, dullness of the lung bases, and pleural effusions predominantly on the right side were reported. Transesophageal echocardiogram was performed and revealed infectious endocarditis of the valve complicated by high-grade central regurgitation. Cardiogenic shock was reported. The patient was treated with increased diuretics and cardiotropic medications and was re-hospitalized. Subsequently, the patient died approximately three weeks later. The cause of death was reported as acute respiratory distress associated with acute pulmonary edema.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additionally it was reported that along with the global cardiac decompensation lower limb edema also occurred.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, b7, h6 - annex e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that approximately seven years, two months following the valve implant, takotsubo syndrome was diagnosed. Per the physician, it was unknown if takotsubo syndrome was related to the valve and the valve was probably related to the endocarditis. Approximately one month later episodes of atrial fibrillation (afib) occurred and the death occurred. Per the physician, it was unknown if the death was related to the valve.